Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced performance issues with the device that led to an in-clinic evaluation during which a cylinder hole was diagnosed. Two weeks later, a surgical procedure was performed and the right cylinder and pump were removed and replaced. The new components were plugged in to the existing cylinder and reservoir. The cause of the cylinder hole was not determined by the medical staff. There were no patient complications reported.

Manufacturer narrative:
Approximated based on event description, as anomalies were identified two weeks prior surgery.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. Two cylinders were returned, one used, and the other tried and not used. Both cylinders were visually inspected, microscopically examined, and leak tested. The used cylinder had wear at folds in the cylinder body and analysis confirmed the hole observed clinically. Due to this hole, this cylinder was not pressure tested. The other cylinder passed all tests performed. The pump was visually inspected, microscopically examined, leak and functionally tested. No leak was found; however, it did not pass the valve deactivation test. Product analysis confirmed the reported clinical observation of cylinder hole and was able to identify a pump anomaly that is likely to have affected device performance.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced performance issues with the device that led to an in-clinic evaluation during which a cylinder hole was diagnosed. Two weeks later, a surgical procedure was performed and the right cylinder and pump were removed and replaced. The new components were plugged in to the existing cylinder and reservoir. The cause of the cylinder hole was not determined by the medical staff. There were no patient complications reported.